Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the patient experienced inappropriate shocks due to the right ventricular (rv) lead. The rv lead exhibited artifacts on the tip/coil and tip/ring, high pacing impedance and sensing integrity counter (sic). It was noted that fluoroscopy showed a possible lead fracture. The rv lead was inactivated and later capped and replaced. No further patient complications have been reported as a result of this event.